Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient experienced recurrence pain, erosion, infection, vaginal scarring urinary and bowel problems. It was reported that the patient underwent a surgical procedure on (B)(6) 2012 to partially remove mesh. The patient experienced bleeding and continued urinary problems after surgery. No additional information provided at this time. (B)(4) - urinary and bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010 for the treatment of stress urinary incontinence and mesh was used. The patient experienced pain, erosion of her internal bodily tissue post-operatively. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2014-00967 and medwatch 2210968-2014-00928. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.